Manufacturer narrative:
Device received with blank display due to moisture damage on electronics and motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a constant tone and a blank display. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was beeping and vibrating and the screen was blank after exposure to moisture. Customer reported that there is condensation in the screen. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.